Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33rg5 implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 26-nov-2026, UDI#: (B)(4) b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were in an accident about a month ago and ever since then they have had to go back to wearing pads at night and they noticed a change in their symptoms after that. Patient added they're going to have their healthcare provider (hcp) look at it and see because maybe one of the "things" got loose. The patient was redirected to their hcp to further address the issue. Patient stated they think they have an appointment with their hcp on (B)(6) 2025. On 2025-jul-01, additional information was received from the hcp. They reported that by the patient stating "one of the things got loose" they meant that the fall precipitated lack of efficacy. The cause of "one of the things getting loose" was determined. The device malfunctioned after fall. As resolution, surgery was mentioned. The issue was resolved. No efficacy was described as the effect that the accident had on the pat ient's implanted system. The cause of the change in symptoms was determined to be lead/battery movement. As resolution, surgery was performed to correct it. The issue was resolved.